Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported issue. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the personal diabetes manager (pdm) delivered an uncommanded bolus of an extra unit while the patient was sleeping. As a result, the patient's blood glucose level was 2.9 mmol/l. No alarms or error messages were displayed.